Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended, tissue on the helix. The lead helix was able to extend and retract within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right atrial (ra) lead helix was staying out despite exercising. It was noted that there appeared to be blood or tissue in the helix. The physician attempted to remove the tissue but cloth fibers got stuck on it. The lead was removed and replaced. No patient complications have been reported as a result of this event.